Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Review of the system log files showed an image detector error because of which exposure was not possible. The philips engineer has replaced the flat detector controller (fdc). After replacement of fdc, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the exposure of allura system was not possible. The system was in clinical use. Reboot did not resolve the issue. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system did not expose and fluoro. Troubleshooting actions showed a problem with the fdc (flat detector controller). The fse replaced the fdc, ippc and the hard disks and returned the system to use in good working order.